Event description:
It was reported by a customer on (B)(6) 2011 during the procedure the laser system had a fiber card error reading. Also, it was reported by the customer two fibers/fiber cards were used. Per the customer, the laser system was re-booted and cycled. Also, the customer reported the error message could not be cleared. Per the customer, the fibers used were from the same lot number (0010-2400-106a). Also, the customer reported the error message was cleared when fibers from another lot number were used. The procedure was completed.

Manufacturer narrative:
The information regarding this complaint was received on (B)(6) 2011 which indicated that an MDR was required.